Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) therapy due to post-sensed t-wave oversensing via review of remote transmission. The r-wave measured low followed by the oversensed t-wave. Programming changes were made. Patient was asymptomatic.